Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus and intervention. It was reported a patient presented with grade 4 degenerative mitral regurgitation (mr). During a mitraclip procedure thrombus developed on the guidewire in the left atrium. The thrombus entered the steerable guide catheter (sgc). The dilator was removed, and the sgc was aspirated. Additional heparin was administered. The clot was observed in the hemostasis valve of the sgc. The device was replaced. The procedure was completed and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.